Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, a decrease in pacing impedance and multiple episodes of noise were discovered on right ventricular (rv) lead in a pacemaker dependent patient. The lead was explanted and replaced to resolve the event. The patient was stable and there were no consequences.